Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
¿Upon opening the packaging, found IV catheter with burnt mark/hole on the needle.¿.

Manufacturer narrative:
The complaint was evaluated based on the photographs provided. The presence of a hole in the needle is an intentional design feature intended to allow flashback through the notch. The observed discoloration around the notch is consistent with a change in surface finish resulting from the notching manufacturing process. No loose foreign material was observed in the photographs. As the notch and associated surface finish variation are expected design characteristics of the needle, the reported issue could not be confirmed. No damage or manufacturing defects were identified from the available photographic evidence. There were no other similar complaints from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.